Event description:
It was reported that a 67 yo male patient, initial left shoulder implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2022, approximately 1 year 1 month post the initial procedure. The patient presented for infection of the shoulder arthroplasty. The surgeon debrided the infection, washed out the wound, and changed the poly liner. There were no issues during the revision procedure or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The devices will not to be returned; the hospital is not willing to release, ¿contaminated¿. No additional information.

Manufacturer narrative:
Concomitant medical products: rs glenoid plate sup aug, 10 deg, catalog #: 320-15-02, serial #: (B)(4), equinoxe reverse 42mm glenosphere, catalog #: 320-01-42, serial #: (B)(4), eq rev locking screw catalog #: 320-15-05 serial #: (B)(4), equinoxe, humeral stem primary, press fit 13mm, catalog #: 300-01-13, serial #: (B)(4), eq reverse torque defining screw kit, catalog #: 320-20-00, serial #: (B)(4), equinoxe reverse tray adapter plate tray +0, catalog #: 320-10-00, serial #: (B)(4). Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Infection is a clinically well-known potential complication of shoulder arthroplasty.